Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 258 and 118mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned and no strip information was provided. A new meter was sent to the customer.